Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the arterial and cardioplegia pumps stopped for about five seconds. As a result, the user restarted the arterial pump. Cardioplegia was not restarted because no further doses were required. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
(Device not returned).